Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high thresholds and decreased and low impedances on the right ventricular (rv) lead. The rv lead was reprogrammed. It was noted that there was both over and undersensing on the rv and right atrial (ra) leads. No further reprogramming was performed. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.